Event description:
It was reported to philips that monitor not working; unclear device use at event on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
No solution was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).